Event description:
It was reported that the patient had an atrial lead warning. Right atrial (ra) lead impedance is low with many low rates recorded. It was also noted that there was an error message indicating that the "lower rate was faster than the sensed rate." The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (ipg) (B)(6) 2008. (B)(4).